Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 114 to 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed by customer fasting on (B)(6) 2015 07:00am produced test results of 313 mg/dl and non-fasting on (B)(6) 2015 01:10pm produced test results of 246 mg/dl. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for test results (customer does not remember if performed fasting or non-fasting): (B)(6).